Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: "the 21 inch butterfly needles are very dull when trying to get through the patients skin. When the needle gets to the port on the tissue expander, it bends".

Event description:
Sales representative on behalf of healthcare professional reported "the 21 inch butterfly needles are very dull when trying to get through the patients skin. When the needle gets to the port on the tissue expander, it bends" and "the needles that they have been having issues with, have a clear tab whereas the old needles had a green tab that had no issues". This record is for an unknown side. Device status is unknown.

Event description:
Sales representative on behalf of healthcare professional reported "the 21 inch butterfly needles are very dull when trying to get through the patients skin. When the needle gets to the port on the tissue expander, it bends" and "the needles that they have been having issues with, have a clear tab where as the old needles had a green tab that had no issues". This record is for an unknown side. Device status is unknown.

Manufacturer narrative:
After additional review, it has been determined that abbvie is not responsible for reporting on this product. Reporting is the responsibility of b. Braun medical who has been notified of this complaint. Additional, corrected and/or changed data: h.2, h.6, h.11.